Event description:
The customer stated that a female pt was positioned feet first supine and scanned for a pelvis examination with the synergy cardiac coil. The pt reported a heating sensation between both inner thighs after the examination. Two days later 2nd degree burns on upper, inner right and left thigh of about 5 cm in diameter were reported.

Manufacturer narrative:
(B)(4). Conclusion - based on the info provided, the heating incident is a skin to skin heating incident caused by a rf current loop formation between the inner thighs of the pt.